Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. It was reported that the peritonitis was manifested by abdominal pain and diarrhea. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report the patient was still hospitalized and was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14d05021 and h14c13068. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.